Event description:
It was reported that during an inflatable penile prosthesis (ipp) revision surgery, an unknown size ipp was not used. It is unclear if a 21cm x 12mm or an 18cm x 12mm lgx ipp was implanted. The reason the device was not used has not has not been provided. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional/corrected information: boston scientific received information that clarified the event. The report event is not considered a reportable.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) revision surgery, an unknown size ipp was not used. It is unclear if a 21cm x 12mm or an 18cm x 12mm lgx ipp was implanted. The reason the device was not used has not has not been provided. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the physician initially attempted to implant the 21cm x 12mm ipp. However, the sizing was incorrect for the patient. A 18cm x 12mm lgx ipp was implanted.